Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic coma.

Event description:
Dexcom was made aware on 09/20/2016 that on (B)(6) 2016, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen. Patient reported that she went into a diabetic coma. Patient stated that her finger stick (fs) value was 19 mg/dl while her cgm read high. Patient does not remember cgm's exact reading. Patient went to the hospital on approximately (B)(6) 2016, and stayed in the hospital until (B)(6) 2016. At the time of contact, patient is stable. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. It was reported that the patient did not calibrate after experiencing inaccuracy. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.